Event description:
The resident was being transferred with 2 attendants when the resident allegedly slid out ot the sling, causing her to fall, hit her head, and break her tibia. The resident passed away a few days later.

Manufacturer narrative:
Lift device has been in use for 3 years and maintenance history is unk. Information was received from the facility indicating the patient was being transferred when they fell out of the sling. Unclear if proper sling and or proper transfer methods were followed. No malfunction alleged. Information suggests transfer error. Mfg does not anticipate product return.